Manufacturer narrative:
Additional information was received. The patient had already received a local anesthetic when the procedure was cancelled.

Event description:
It was reported that the device was reading high impedence with all four cables. The procedure was cancelled. There were no adverse consequences and no medical intervention required

Event description:
It was reported that the device was reading high impedence with all four cables. The procedure was cancelled. There were no adverse consequences and no medical intervention required

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.